Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(4) 2017, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant sodium on a patient. The customer states that whole blood venous sample collected in li/hep tube and tested within 3 minutes or with 30 minutes for all retest of the same sample. There no patient information at the time of this report. Customer also states that product is available for investigation. (B)(6). There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 06/29/2017. Retain product was tested and the customer's complaint was not reproduced. Return product was not available for investigation.

Event description:
Na.